Event description:
The female patient had unconscious collapse at home and was transferred to hospital cath lab. The patient received two cypher select plus stents to treat lesions in the mid to proximal lad. During the procedure, the patient was thought to be in cardiogenic shock, so intra aortic balloon pump was inserted as per protocol.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616009-2008-01431. This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.